Event description:
As reported (B)(4) 2014, a (B)(6) male pt presented for a nanoknife ablation for two lesions of the liver. During the procedure, the pt experienced atrial fibrillation twice, causing the use of cardioversion. The treating physician consulted a cardiologist and it was determined the procedure would be continued with the cardiologist present. It was reported the pt was stable post procedure and suffered no permanent harm or injury due to the event. It was reported the nanoknife system is available for return for eval to the MFR.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for event is currently in progress. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The results of the unit eval will be sent via a f/u medwatch. (B)(4).